Event description:
Procedure type: prostatectomy. According to the reporter: the needle had become detached from the suture and due to the restricted access, it was impossible to remove the needle. The needle has remained embedded in the tissue.

Manufacturer narrative:
(B)(4).